Event description:
The customer contacted physio-control to report that the display of their device froze during a training session. The device's buttons were unresponsive. After a short while the device powered off and back on, after which the device was fully functional again. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.